Event description:
The patient reported that her blood glucose (bg) was "high" one morning after the pump had been rebooting; no bg values were given. She noted that she has never changed the battery cap, and that the o-ring was visible. The patient stated that the battery cap keeps turning while attempting to tighten the cap. She stated there were no cracks or dents in the body of the pump. This complaint is being reported because the patient allegedly experienced a high bg while using insulin pump therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Common device name: insulin infusion pump battery cap. A damaged battery cap is generally detectable and obvious to the user; therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.